Manufacturer narrative:
(B)(4). The sample was provided and an evaluation was performed. The instrument was manufactured in february of 2013. A visual inspection was done and it was noticed that there are damages in the area of the screw connection. This kind of damage is due to breaking the weld in the screw guidance. This was either done by improper handling or by an unauthorized 3rd party repair company trying to service the instrument. There have been no issues identified with the material or manufacturing process. The supplier did not perform a review of the device history records (DHR) since it was discovered that improper handling was the root cause.

Manufacturer narrative:
(B)(4) on 23nov2016, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
It was reported via email: the screw of the scissor came out and stayed inside of patient which we removed. No patient harm. No further information.